Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was defective and broken. Additional information indicates that this right ventricular (rv) lead was fractured and was extracted. Another lead was implanted. No additional adverse patient effects were reported.